Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 208 mg/dl. The customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)